Event description:
It was reported that a user experienced perceived low glucose while using the ilet bionic pancreas in conjunction with a g7 cgm and a blood glucose meter, with readings around 90 mg/dl and meter confirmation within 2 mg/dl. Symptoms included shakiness consistent with hypoglycemia awareness near 100 mg/dl. Outcomes included user education on low glucose thresholds for the ilet and instruction to treat upon receiving a low glucose alert. Investigation included customer support troubleshooting and education regarding device low threshold and treatment guidance. Investigation of this case revealed no device malfunction, with concordant cgm and meter values and user sensitivity to lower glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-reported symptoms at glucose values above the device¿s defined low threshold. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.